Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the cystonephrofiberscope had foreign matter stuck in the suction port. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the foreign object is a part of the connecting tube (maj-1516). The cause of the foreign object clogging was unable to be identified. The event can be detected/prevented by following the instructions for use. Specifically, chapter 7 ¿cleaning, disinfection, and sterilization procedure¿ and chapter 8 ¿cleaning and disinfection equipment¿. Olympus will continue to monitor field performance for this device.

Event description:
It is further reported that it is unknown when the issue occurred. No additional information was provided.